Event description:
The pt is pursuing a product liability claim arising out of the use of the mmc acetabular cup. The pt reported that he received a zimmer mmc cup 60mm/56mm code v, alloclassic sl schaft 6 12/14, metasul large diameter head 56/v and head adapter m/0; 12/14-18/20 implants, on (B)(6) 2010. Recent mars MRI showed fluid built up. Pt stated that he has pains since the surgery and the ion level in his blood fluctuates. Revision surgery is scheduled for (B)(6) 2014. He also indicated he is a clinical study pt. Notes: pt stated that he is a clinical study pt. The MRI picture has not been provided and pt did not specifically reported in what clinical study he is taking part.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. A lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. As the pt has not been revised. Once the pt undergoes his planned revision surgery and the products will be returned for investigation and the result of the investigation is made available, an updated report will be submitted. Zimmer reference number cpt(B)(4).